Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to an infection. A new 9.5mm x 16cm spectra penile prosthesis (spp) device was implanted. It was further reported that the location of the infection was penoscrotal.. The type of infection was not determined. The physician does not believe that the device caused or contributed to the infection and the patient was doing good following surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.